Event description:
It was reported that an atherectomy was performed on a heavily calcified lesion in the anterior tibia artery. An armada balloon catheter was advanced without resistance to the lesion. Upon initial inflation to 2 atmospheres, the balloon burst. The device was removed without issue and another same size armada, was used successfully. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.